Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Subsequently, the device was explanted under monitored anesthesia care on (B)(6) 2022. It is unknown if there are plans to re-implant the patient as of the date of this report.